Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported last 4 months or so the implantable neurostimulator (ins) battery has to be charge more frequently than before. Patient said battery would last at least 1.5 months and now battery was lasting about 3-4 weeks. Patient denies any falls/trauma or changes in usage/setting or past overdischarge events. Patient is keeping recharge log. Patient services redirected pt to hcp to check device. Patient's next appointment is in (B)(6) 2020.